Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm during prime. Customer's ketones were rising. Customer's blood glucose was 500 mg/dl. Customer's mother reported the infusion set did not come with a needle guard. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.